Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 2 of 4. The baxter technical service representative (tsr) initially was unsure of the cause and then the home patient (hp) noticed fluid when he closed a clamp on one of the bags. The tsr had the hp close all the clamps to the bags/patient line/transfer set and they cycled power off and on to se 2367. They cycled power off and on to press go to start and they were at load the set and they removed the cassette. The tsr advised the hp to dispose of the current supplies and either continue with manual bags or all new supplies. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There were no open clamps on the unused supply lines. The hc set was not being reused. There was no damage noted to the overpouch or carton in which the cassette was delivered. A sharp object was not used to assist in the opening of the carton or overpouch. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. It was unknown how the hp would complete therapy. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Problem was not confirmed. The root cause was undetermined. A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample ran on homechoice machine with no issues noted.